Manufacturer narrative:
Concomitant product: poly insert implant size 36 +8, 1230-7504-003, lot # 2105615. The revision surgery was completed as intended. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had used their arm to push themselves up and out of bed in an awkward manner approximately 02 months following previous shoulder arthroplasty. The surgeon reported that the humeral insert was disassociated from the humeral stem. The patient underwent revision surgery to remove and replace the humeral insert with an equivalent size humeral insert. The implant has been returned for investigation.